Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ deflation/valve leak and/or damage: a delamination total observed of valve assessed as an adhesive failure. Additional observations: ¿ creases were observed.

Event description:
Healthcare professional reported right side rupture. Healthcare professional reported a right side unknown saline implant ¿rupture¿ and ¿leak @ valve.¿ device has been explanted.

Event description:
Healthcare professional reported right side rupture and 'leak @ valve" via rga. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture and 'leak @ valve" via rga. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.